Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced arrhythmia and was returned to the cardiac catheterization lab for swan placement. The next day it was reported the patient was cardioverted again and continued to have ectopy. It was reported the swan was removed and the patient was stable. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.